Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Also the impedance trend on the rv (right ventricular) defibrillation coil was variable. Concomitant medical product. Model: 5076-45, lead; implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to an audible alert from their implantable cardioverter defibrillator (ICD). Upon interrogation it was discovered the patients right ventricular (rv) lead exhibited high and varying high-voltage rv coil defib impedance. A fracture of the rv coil conductor is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.